Event description:
A malfunction was reported on a pump, and the caller noted the screen was dark and wouldn't turn on, with a red led blinking and the pump vibrating every three minutes. The customer's blood glucose level was not adversely affected as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.